Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
Material no: unknown, batch no: unknown. It was reported that before use of the unspecified bd¿ insulin syringe insulin leaked from the luer connection between the needle and syringe. The following information was provided by the initial reporter: patient reported that insulin was coming out of the area wear the syringe and needle meet. Patient made sure the area was tight but continued to experience leakage.

Manufacturer narrative:
D.1. Medical device brand name: bd precisionglide¿ needle. D.2. Common device name: hypodermic single lumen needle. D.3. Medical device manufacturer: bd medical (bd west) medical surgical d.4. Medical device catalog #: 305110 g.2. Manufacturing location: bd medical (bd west) medical surgical.

Event description:
Material no: 305110 batch no: unknown it was reported that before use of the unspecified bd¿ insulin syringe insulin leaked from the luer connection between the needle and syringe. The following information was provided by the initial reporter: patient reported that insulin was coming out of the area wear the syringe and needle meet. Patient made sure the area was tight but continued to experience leakage.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no: 305110. Batch no: unknown. It was reported that before use of the unspecified bd¿ insulin syringe insulin leaked from the luer connection between the needle and syringe. The following information was provided by the initial reporter: patient reported that insulin was coming out of the area wear the syringe and needle meet. Patient made sure the area was tight but continued to experience leakage.